Manufacturer narrative:
The t:slim pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred after the customer took the pump into a pool for 5 minutes. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer had lantus and a novolog pen as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.